Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an icon indicated failed hardware. A field service engineer logged into hardware test application (hta) and opened all tower doors for inspection. Door 6 released, but the latch emitted multiple clicks and had a noticeably weaker release compared to others. Due to persistent failures on the left side, both left-side latches were replaced with new-style latches. One of the better-performing old latches from the left side was used to replace the latch on door 6. The right side retained the older latches, which still functioned with stronger releases. Post-repair, all latches (1¿8) were tested for proper opening and closing, with door 6 tested multiple times to confirm functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2,4,6 failure, unable to recover. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2,4,6 failure, unable to recover. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.